Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, in the operating theatre, we had an issue with a sac-00822-pbx arterial catheter. The introducer guide bent, requiring the use of another one." A second device was used to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and a lidstock for evaluation. Signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed one kink in the guidewire body. Microscopic examination confirmed that both welds were secure and intact. The kink on the guidewire was located 224 mm from the first weld. The guidewire length measured 351 mm, which is within the specification limits of 345 mm - 355 mm per guidewire product drawing. The guidewire outer diameter measured 0.510 mm, which is within the specification limits of 0.508 mm - 0.533 mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through a lab inventory 22 ga introducer needle. The undamaged portions of the guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a kinked guidewire was confirmed through investigation of the returned sample. One kink was observed on the guidewire body. Despite the damage, the guidewire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on observed damaged and the customer report that the defect occurred during use , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on 19 january 2026, in the operating theatre, we had an issue with a sac-00822-pbx arterial catheter. The introducer guide bent, requiring the use of another one." A second device was used to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".